Event description:
The user came to the clinic for follow-up and it was noticed that the in situ measurements were indicative of a device malfunction. It was reported that the user received a blow to the implant area a year ago and following this impact the problems started. Re-implantation has been performed.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, one channel showed hi status in 2011 due to undetermined reasons. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user came to the clinic for in situ measurement and it was noticed that the in situ measurements were indicative of a device malfunction. It was reported that the patient received a blow to the implant area a year ago and following this impact the problems started. Re-implantation is considered but at this point no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition one channel showed hi status in 2011 due to undetermined reasons. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic for in situ measurement and it was noticed that the in situ measurements were indicative of a device malfunction. It was reported that the patient received a blow to the implant area a year ago and following this impact the problems started.